Event description:
On (B)(6) 2020, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving high readings when compared to his non-dario bg meter. The user reported that he also tried to compare the readings with another dario meter which resulted with high bg readings. Due to the above high bg readings the user reported he had cut his food intake twice which resulted in shakes and low bg, while the dario meter presented a reading of 126 mg/dl. The user assumed that the issue is related to the strips. Multiple attempts to follow up with the customer were made, however, no response has been received to date. As per dario log, the user continues using the dario meter up to date. There is not enough information regarding the dario meters, and strips to investigate. No resolution is available.